Manufacturer narrative:
The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the controller log files indicated power and flow within the normal range for a speed of 3400 rpm with no suggestion of thrombus within the device. Independent pathological analysis did not reveal any evidence of device complication or thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. As for the hemolysis, no clear cause could be identified but several factors may have been involved. It is known that some patients with vads have chronic, low level hemolysis and anemia. This patient also had a history of gi bleeding complications and may have received blood product transfusions which can contribute to hemolysis. Finally, the pannus described at the time of exchange may have partially occluded the hvad inflow, altering normal flow patterns which resulted in hemolysis. It is possible that the reduction or suspension of the patient's anticoagulation therapy contributed to pannus formation. The root cause of the reported event cannot be conclusively determined because the reported event did not allege any device malfunction. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately two years and four months post implant, the patient was admitted with an elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The patient has had two hemolysis events over the previous six months which were medically treated and reported as resolved. The patient was also reported to have had gastrointestinal bleeding which necessitated the reduction or suspension of his anticoagulation therapy for extended periods of time. A preliminary log file review for this reported event revealed power within the normal operating range with intermittent suction. Due to the prior hemolysis events, the decision was made to take the patient for a pump exchange using a thoracotomy approach with an end to end anastomosis to the existing outflow graft. Upon explantation of lvad, pannus was visualized around the inflow area. The patient was discharged home and is said to be doing well.